Event description:
This lead was attempted at implant on (B)(6) 2013. During the procedure, the physician introduced the sheath along with the rv lead which proceeded to ivc. Bleeding was observed and the sheath was removed. The physician then tried to advance the rv lead but was stuck and could not be moved. It was eventually cut off and another sheath was introduced and then another rv lead was implanted. The physician was dr. (B)(6) at (B)(6) hospital at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).